Event description:
The customer observed a leak of approximately 10 cubic centimeters of clear fluid at the lower left corner of the diluter on the coulter lh 750 hematology analyzer that was not contained to the instrument and leaked onto the table top. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
No service was dispatched to the site for this event as the customer resolved the issue. The customer replaced a tube with a pinhole, but was unable to provide details as to the location of the tube replaced. The instrument was returned into service after completion of repairs. No failure mode has been identified and whether the uncontained liquid leaked onto critical components could not be determined as the details of the leak are unknown. (B)(4).